Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5, update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, locator, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood, and the components were found to have been fully mated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A non-conformance report (ncr) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 10/05/22 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the corrective and preventative action (CAPA) will be captured in the corrective and preventative action (CAPA) document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Event description:
Additional information was received on 25 may 2023: the account confirmed that there was no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed. The dilator seemed too small for the angio sheath and because of this they could not insert the angio-seal. They used a new angio-seal which worked perfectly. Additional information was received on 01 jun 2023: the estimated blood loss was confirmed to be greater than 250cc.

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the user pulled back the angio-seal device, the whole system pulled out. It was a diagnostic procedure with a 6 french femoral sheath. There was no harm to the patient. Manual compression was done, and the patient had been treated as intended. There was no significant delay of the procedure and no significant loss of blood.